Event description:
It was reported when using the pyxis medstation es system displayed a critical override error. The customer reported that new orders were not appearing or receiving a response. There was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a communication issue. A technical support specialist dialed into the server and ran a downtime query, confirmed that all times were current and communicating with the server. Upon checking the health sight viewer (hsv), no error or critical override notices were found. The technical support specialist examined the station and confirmed that the station was cleared from the critical override icon. No issues were found on the server or the station. The system functioned as intended after the technical support specialist troubleshot the device.